Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler and the patient¿s repair of a pre-existing hernia. However, there is no allegation nor any objective evidence which indicates a liberty cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. Patient¿s on pd therapy are at risk for hernia development or worsening of pre-existing hernia due to the increased intra-abdominal pressure from the dialysate during dialysis. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis patient had been hospitalized due to issues with a hernia. Upon follow up, the pdrn stated that the patient¿s hernia (location unknown) developed prior to start of pd and was being monitored. The patient reportedly has been on pd therapy for years (exact vintage unknown). On (B)(6) 2019, the patient was hospitalized for hernia repair and was subsequently transitioned to hemodialysis while the site heals. Further details surrounding the patient¿s hospitalization are unknown. The pdrn indicated that there were no liberty cycler or any other fresenius product malfunctions or issues that caused the pre-existing hernia to worsen. Reportedly, the patient is expected to resume pd therapy sometime in the future. The cycler was not returned to the manufacturer for physical evaluation.